Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. As per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump went through an x-ray machine at the airport. Additionally, customers reported a blood glucose level of ¿low¿; cause of low was unknown. Customer was assisted by emergency medical technicians who administered glucose. Customer was subsequently taken to the emergency room (ER) and administered intravenous fluids of saline and insulin. Customer was released from the ER later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.